Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a patient with an implantable neurostimulator experienced several issues. Initially, the patient had successful outcomes for a few years post-implant, but approximately 6-8 months prior to the call, symptoms similar to those experienced before the implant began to reappear. These included frequency and urgency of urination, which progressed to incontinence, particularly when standing, laughing, or walking. The patient consulted with a urogynecologist, who advised increasing the amplitude from 0.7 to 1.3 gradually over the course of a little time but they had not seen any improvement. However, this adjustment led to discomfort. It was just too much and they felt like it was either the amplitude was too strong or the leads were off because they were getting pain in their legs and their feet felt alittle funny. The patient was experiencing pain radiating down the leg and toes, and pain in the inside of the "butt cheeks." The patient had not experienced any falls, traumas, or car accidents. Troubleshooting steps included recommending the patient decrease the amplitude to a comfortable level and providing a list of physicians familiar with therapy. Patient services reviewed the option for the doctor to reach out to a manufacturer representative (rep). The patient called back on (B)(6) 2024 repeating similar symptoms and they changed from program a to program b. They increased stimulation to a comfortable level.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.